Event description:
It was reported that during a struma procedure a piece of the blade broke off the device. The part did not fall into the pt. The site used a new instrument. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.